Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Event description:
It was reported that patient fell at the hospital and broke her hip. Patient recharged her device a month prior to the date of this report. The last time that she felt stimulation was beyond a month ago. It was suspected that there was over-discharge or something going on due to the fall.